Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery. The 2.75 x 38 mm xience xpedition stent delivery system (sds) was advanced to the lesion and inflated. Post-dilatation was attempted; however, it was then observed that the stent was not in the lesion. Intravascular ultrasound was performed; however, the stent was not located in the anatomy. It was then noted that the stent still remained inside the protective sheath and dislodged during un-packaging. It was confirmed that there was no resistance noted during removal of the protective sheath. A new 2.75 x 38 mm xience xpedition sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was dislodged from the balloon and was received inside the protective sheath. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue related to stent dislodgements occurring prior to use in the patient was noted. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.